Manufacturer narrative:
Customer reported that her (B)(6) daughter was brushing her teeth with the smilefrida the toothhugger toothbrush and opened her mouth to reveal a piece of metal. Based on the description and our experience with the product, it is likely that the child was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, therby exposing a small metal piece, could be a potential choking hazard to children.

Event description:
Customer reported that her (B)(6) daughter was brushing her teeth with the smilefrida the toothhugger toothbrush and opened her mouth to reveal a piece of metal.